Event description:
During implantation of an alizea pacemaker on (B)(6) 2024, using a smarttouch tablet with smartview version 3.16, when opening a drop-down menu, the touch screen of the smarttouch stopped answering to the touch stimulus. The tablet didn't react after pushing the on/off button or the p1+p2 buttons combination. The battery of the tablet was removed and put back; after this, it was possible to interrogate the pacemaker. The tablet presented the same behaviour in other occasions the same week.

Manufacturer narrative:
Investigation conclusion is reported below. The screen freeze that required to remove the battery is potentially associated to a limitation specific to smartview 3.16. In some specific conditions, the pop-ups or the parameters menus are not visible to the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able see or to click on the appropriate answer or parameter, which explains the reported behaviour during the programmer session or the options in the menu. This limitation has been corrected in the 3.18 programmer version.

Event description:
During implantation of an alizea pacemaker on (B)(6) 2024, using a smarttouch tablet with smartview version 3.16, when opening a drop-down menu the touch screen of the smarttouch stopped answering to the touch stimulus. The tablet didn't react after pushing the on/off button or the p1+p2 buttons combination. The battery of the tablet was removed and put back; after this, it was possible to interrogate the pacemaker. The tablet presented the same behaviour in other occasions the same week.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.